Event description:
It was reported that a patient had a selenia dimensions mammography system procedure on an unknown date in (B)(6) 2023. The user site reports that the patient contacted them in (B)(6) 2024 to report a "burn" had occurred on her clavicle during her procedure in (B)(6) 2023. It was reported that the patient was unable to provide details regarding how the reported "burn" occurred and the patient did not mention the reported injury to the technician at the time of the procedure. It is reported that the patient never sought medical treatment for the reported injury. No further information is currently available.